Event description:
It was reported that this pacemaker system exhibited noisy signals on its right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data. Ts noted ra lead had its lead safety switch (lss) activated due to low out of range impedance measurements. This ra lead remains in service. No adverse patient effects were reported.